Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented on (B)(6) 2021 with episodes of right atrial lead noise which resulted in inappropriate automatic mode switching. Programming changes were made on (B)(6) 2021, although an hour later the patient reported having pacemaker mediated tachycardia, so the programming changes were undone. There were no patient consequences.